Manufacturer narrative:
Product event summary: the 10fcc20 sheath with lot number 0012072592 was returned and analyzed. Visual inspection of the shaft and the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test with a negative pressure showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to the side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an unknown issue occurred so the sheath was "impossible to use." The outcome of this case is unknown. No patient complications have been reported as a result of this event.